Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/colorectum w/moist) issue; moisture in the cartridge compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on april 18, 2018 with the following findings: during investigation, the pump was powered up to a dim display with reddish text. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad. No moisture was observed in the battery compartment or under the display lens. A leak test failed due to a battery compartment leak. The pump was opened to find no moisture.